Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that during a hip replacement procedure the instrument broke. Another instrument was used to complete the procedure. No harm to the patient reported.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The instrument broke during surgery; the event has no impact on patient the broken spring on the inner shaft component root cause cannot be determined at this time, a probable cause over time could be the misalignment when assembling the impaction plate driver to the instrument. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that during a hip replacement procedure the instrument broke. Another instrument was used to complete the procedure. No harm to the patient reported.